Event description:
A customer reported to beckman coulter, inc. (Bec) that the unicel dxh 800 coulter cellular analysis system leaked bluish fluid underneath the instrument. The volume of the leak was not specified. The customer was wearing gloves and a lab coat at the time of the event. There was no injury or exposure, and the customer did not seek medical attention. Msds was not reviewed, but the facility has an exposure control plan. No erroneous results were generated. Bec field service engineer (fse) confirmed an overflow from a plug in the drain line of the diff and retic mixing chambers. The plug was found at the base of the check valve that connects the drain manifold to the waste chamber. The plug was made of debris that came from the rubber stoppers that provide the seal in the specimen tubes. The fse removed the debris and verified that the vacuum was operating properly.

Manufacturer narrative:
Result: mixing chamber drain. (B)(4).